Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter lumen was found defective during use when opening the packaging. The following information was provided by the initial reporter, translated from spanish to english: "peripheral catheter number 24 is requested; device is opened and a defective catheter lumen is found.".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter lumen was found defective during use when opening the packaging. The following information was provided by the initial reporter, translated from spanish to english: "peripheral catheter number 24 is requested; device is opened and a defective catheter lumen is found."